Manufacturer narrative:
Additional information regarding a revision procedure will be requested from the field. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 indicative of battery voltage being too low for the projected remaining capacity. No intervention has been performed at this time and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 indicative of battery voltage being too low for the projected remaining capacity. No intervention has been performed at this time and the ICD remains implanted and in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.